Event description:
A customer contacted stryker to report that their device had powered off during patient use. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off during patient use. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Event description:
A customer contacted stryker to report that their device had powered off during patient use. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
The cause of the reported issue was determined to be due to the battery. The device can no longer be repaired. The device was scrapped by stryker, per customer request.